Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; e1; e2; e3; g1; g3; g6; h1; h2; h3; h6; the reported event was confirmed. No devices were returned. Returned photograph show signs of repeated use and the impactor pad has fractured off. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The device has potential field age of over 12 years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a femoral impactor fractured while putting on the femur. The surgical technique was utilized, no foreign bodies were retained. Attempts have been made and all available information has been provided.